Event description:
Co was unable to maintain the instruments in working order and could not be trusted to give sound advice. Constant problems with instrument, reliability and reproducability. Qc was running out of acceptable limits. Constant maintenance problems and excessive do not time. Instruments gave erroneous results which severely impacted on pt care. (*)